Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 4194, lead, implanted: (B)(6) 2010; product ID: 4574, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that there was intermittent oversensing noted during high rate episodes recorded on the device. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.